Event description:
It was reported that the pt was explanted of the device an re-implanted with a cochlear implant on (B)(6), 2014, due to med reasons.

Manufacturer narrative:
No UDI code available for this device. The device was explanted and should be returned to the med-el for evaluation. When available, a device analysis will be submitted as a follow up report.